Manufacturer narrative:
On 11/23/2016, the subject fiberscope was received at fujifilm endoscopy division. On (B)(6) 2016, the subject fiberscope was inspected and found to have a wrinkle on the surface of the patient insertion tube, resulting in a raised area around the circumference of the tube. Due to the nature of the damage, it is not likely a definitive root cause can be identified. However, potential root causes are: kink due to external force, use of an outer sheath during the exam, exposure to chemicals, internal separation between outer layer and underlying metal structure. The customer stated the wrinkle was discovered sometime in (B)(6) 2016, yet continued to perform ent examinations on patients using the subject fiberscope. Prior to any procedure, the customer is advised to inspect the device for any abnormalities and if confirmed, discontinue use of the device. This directive is found in the endoscope operation manual, which states: visually check the insertion portion (distal end, bending portion and flexible portion) for abnormalities such as flaws or dents and for sharp edges on protrusions that may injure the patient. The subject fiberscope was last repaired and returned to the customer in (B)(6) 2015, in which the entire patient insertion assembly was replaced. The customer stated multiple patients experienced similar pain and discomfort during their exams, but only one patient's information was provided by the reporter. Additionally, the date of the event conflicts with fujifilm's date for scope receipt. The event date remains uncertain, even after the customer was asked for clarification.

Event description:
Customer reports some patients are complaining of pain/discomfort during procedures, and a wrinkle was noticed on the patient insertion section of a fujinon fr-120f endoscope. One patient identified by the reporter.